Manufacturer narrative:
No investigation performed as the issue was resolved at the time of event.

Event description:
A site representative reported that during spinal fusion procedure, when turned on the mobile view station (mvs) of the imaging system would not boot past boot sequence. Rebooting the system resolved the issue. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Correction: UDI and manufacture date updated to proper value.